Manufacturer narrative:
The field service engineer (fse) discovered a mixture of blood and diluent leaked underneath the rocker bed in front of the needle bellows. The source of the fluid leak resulted from backpressure vent through the needle bellows. The backpressure was caused by a malfunctioning check valve (cv) 10a connected between valve vc11 port #6 and line ft81. The fse replaced the check valve and resolved the issue. The fse also noted the instrument produced intermittent retic vote-outs caused by the fluid leak. The fse disassembled and cleaned the differential sample shear valve (cvl85/126) and retic sample shear valve (cvl87/127) and resolved the issue. Service activity was performed and was verified to meet the specified requirements per established procedure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately fifty (50) milliliters of clear fluid leaked outside the instrument around the shear valves of the coulter lh 780 hematology analyzer. The operator was advised to turn off and discontinue use of the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted and no erroneous results were released from the laboratory. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.